Event description:
The patient has been diagnosed with altr. The following measurements were recorded at 27 months since index surgery: cobalt - 4.7; chromium - 0.2. The patient is reported to be asymptomatic. Infection has not been diagnosed. No further follow up is planned for this patient. Additional notes: medical risk too high for surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate modular femoral stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding altr involving an unknown rejuvenate modular device was reported. The event was confirmed. Review of device history records could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall.

Event description:
The patient has been diagnosed with altr. The following measurements were recorded at 27 months since index surgery: cobalt - 4.7; chromium - 0.2. The patient is reported to be asymptomatic. Infection has not been diagnosed. No further follow up is planned for this patient. Additional notes: medical risk too high for surgery.